Manufacturer narrative:
The device had not been received for evaluation by the manufacturer as of the date of this report. A supplemental report will be sent when the device is received.

Event description:
It was reported that during a laparoscopic cholecystectomy the device leaked co2. The device was not replaced, but was used to complete the procedure. There was no pt injury.